Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing low blood glucose (bg) levels (as low as 55mg/dl) in the mornings. Low bg levels were treated by eating extra carbohydrates. According to the customer, this issue has been happening daily for some period of time. The customer indicated that they have recently met with their healthcare provider (hcp), and basal rates were reduced in order to address low bg levels.